Manufacturer narrative:
Product analysis: the distal shaft and transition shaft was stretched and kinked in numerous places. The balloon inflated but did not hold pressure. There was a leak evident on the transition shaft 26.7cm proximal to the gw entry port. (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon to pre-dilate a lesion near the mid lad exhibiting 85% stenosis, severe calcification and moderate vessel tortuosity. The device was inspected prior to use with no issues noted. It is reported that it was difficult to deliver the device to the lesion. The balloon was inflated to 12atm for 5 seconds for 1 inflation. It was reported that when the pressure was at 12 atm's the delivery system burst. The physician noted the damage upon removing the device from the patient. 40% stenosis remained. No resistance was encountered while advancing the device and no excessive force was used. No injury to the patient reported.